Event description:
Customer reported an issue with the battery discharging too quickly. There was no reported impact to the customer¿s blood glucose level. The pump was no longer under warranty; no additional information was provided.